Event description:
Pt mentioned that they did not want to speak to anyone and stated that they already called lfs and provided all the necessary info. The following info was documented by customer service: pt's meter had been giving them an error 2 message, they had to go to the emergency room. Pt did not experience any symptoms of high or low blood sugar. They were not treated in the hosp. In the e.r. Their blood sugar was taken with results of 460mg/dl on the first one and 350-360mg/dl on the second and third test. Pt was then discharged. In the e.r., it was recommended to visit their m.d. Which they did. M.d. Tested blood sugar and obtained a 360mg/dl. Pt was treated with 8u of insulin and sent home. Customer service was unable to resolve the error 2 and sent pt a new meter.